Event description:
Patient complained of k pad burning her after approximately 15 minute use. K pad removed, redness blistering noted. Two days later an area became ecchymatic with quarter size blisters in one quadrant of abdomen. Relationship of this area to her complaint of burning is unclear. The k pad conered a much larger area than the area with lesions.k pad has tested out within all temperature specifications (see biomed report).device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: patient's condition - predisposed event. Conclusion: invalid data, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.